Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code f2301 captures the additional device used (plastic stent) to complete the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the transduodenal to treat pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician stated while entering collection from first portion of duodenum, they were unable to open the first flange as there was significant resistance. The physician tried to reposition and manipulate control but was unsuccessful. Additionally, the physician weren't able to move the gray hub up fully so once it was removed from the scope it was deployed successfully on the table. The procedure was able to be completed by removing the axios and placing the dbl pigtail over the wire through the initial puncture site. There were no patient complications reported as a result of this event.